Event description:
It was reported that while using the device, the patient experienced leakage of exudate under the fill retention dressing and some excoriation surrounding the skin. It was reported that the device could not hold a charge.

Event description:
It was reported that while using the device, the patient experienced leakage of exudate under the fill retention dressing and some excoriation surrounding the skin. It was reported that the device could not hold a charge.